Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed ? Cannot start pump not locked? And ? High alarm acknowledge? Messages. During functional testing, a visual inspection and accuracy test were performed. The reported issue was not duplicated as the pump was found to be within manufacturing specifications, however multiple "cannot start pump not locked" and ? High alarm acknowledged,? Messages were noted to be the possible cause of the reported issue due to an intermittent defective component. The latch lock flex was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the cadd pump wouldn't infuse. No patient injury was reported.